Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the life vest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a german patient developed a rash under the rear therapy electrodes. The area was described as red and partly open. There was no alleged device malfunction contributing to the irritation. Patient was prescribed a hydro cortisone ointment by a physician. Follow up indicated that the cream is helping with the skin irritation.